Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 510k: this report is for an unknown screws/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2019, during the removal procedure, there was no chance or possibility to remove an unknown tfna nail or an unknown hip screw due to an unknown antirotation screw broke off and the "feeler" was blocking the hip screw. Thus, the procedure was unsuccessfully completed with 60 minutes of surgical delay. The implants remained in the patient's body. Patient status is unknown. Concomitant device reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Additional information was received. This device did not malfunction and there is no adverse event associated with it. This part will be updated to a concomitant part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Device that broke intraoperatively or in surgery. The broken part has separated into 2 or more pieces and surgery prolonged. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during the removal procedure, there was no chance or possibility to remove an unknown tfna nail or an unknown hip screw due to an unknown antirotation screw broke off and the "feeler" was blocking the hip screw. Thus, the procedure was unsuccessfully completed with 60 minutes of surgical delay. The implants remained in the patient's body. Patient status is unknown. Concomitant device reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This complaint if for one (1) unk - screws: trauma. This report is 1 of 2 for (B)(4).